Event description:
It was reported that a user¿s dexcom sensor expired and a replacement had not yet arrived, resulting in the ilet operating without current cgm data and the user lacking a fingerstick meter to manually enter blood glucose; education and troubleshooting were provided, including guidance to obtain a fingerstick meter and to contact the cgm manufacturer and healthcare provider. Symptoms included no reported adverse clinical effects. Outcomes included interruption of automated dosing due to absent glucose input. Investigation included review of the use scenario and user report, with counseling on appropriate workflow when cgm data are unavailable. Investigation of this case revealed user-dependent interruption of glucose data input leading to dosing suspension, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related circumstances and use environment factors.